Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part 352.120, lot f-16925: manufacturing site: selzach. Supplier: sphinx werkzeuge ag. Release to warehouse date: december 04, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the reamer cutting edges were blunt. Several nicks were observed on the flute cutting edges. Due to the worn condition of the reamer cutting edges, device functionality was compromised. The noted issues were consistent as the end of life indicators for the device. The worn condition confirms the reported device functional issue. The complaint was confirmed for the received device. It is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for an unknown surgery. During the surgery, the reamer heads on all three flexible reamer sets have been reported as dull. The surgery was completed successfully without delay. There were no fragments are generated. There was no patient consequence. This complaint involves twenty-seven (27) devices. This report is for (1) synream reamer head ø11.5. This is report 7 of 7 for (B)(4). Related product complaint: (B)(4).